Manufacturer narrative:
Reporting institution name: (B)(6) office. Reporting address postal:(B)(6) . Reporting institution phone #: (B)(6).

Event description:
During periodic maintenance, a philips authorized service provider (asp) observed error code 1104 - check vent: backup alarm failed in the event log. The device was not in clinical use. There was no report of patient/user harm/injury. It was then reported that the central processing unit (cpu) board was replaced to prevent the recurrence and the issue was resolved. The asp replaced following spares as a part of periodic maintenance : oxygen inlet filter, air inlet filter, cooling fan filter, blower assembly, cooling fan and tubing kit. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips. The technician documented the following details regarding the failure investigation, the results of the testing of this cpu has resulted in a no problem found.